Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the customer was unable to use the tidal volume. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Per a good faith effort (gfe) response received, it was clarified that the unit indicated that the near-end pressure pipeline was disconnected. The customer declined repairs. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered.